Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 323.034, lot: 8117634 , manufacturing site: haegendorf , release to warehouse date: 06. Nov. 2012 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, lcp (locking compression plate) system was applied to radioulnar bone distal end fracture. During the surgery, the surgeon tried to attach a drill sleeve to a plate which was out of the patient as a test. At that time, the drill sleeve could not be attached to the combination hole at the proximal end of the plate shaft. The drill sleeve could be attached to a non-combination hole at the distal end of the plate and the middle hole on the plate shaft. Also, a screw could be inserted into the combination hole on the distal end of the plate shaft. Due to these situation, the surgeon assumed that the problem was not due to the plate but due to the drill guide. The surgery was completed successfully with a 30-minute delay. Patient status reported as stable. Concomitant devices reported: lcp plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.5mm threaded drill guide. This is report 2 of 2 for (B)(4).